Manufacturer narrative:
(B)(4). Voluntary medwatch report number mw5095357. This is to report 2 of 2 sensors with the same issue. See related (B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. Date of issue is an approximation. It was reported that the patient had a chemical burn with itching, and an oval shaped red irritated rash covered in tiny blisters that burst and ooze with minimal touching. He stated that the skin felt scarred. He tried various barrier products without success. His primary care physician recommended over-the-counter cortisone cream. No additional patient or event information is available.